Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation due to deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: opening linear on radius, creases fold and wear abrasion. A leak test and microscopic analysis were performed which identified: crack of the valve and opening crease smooth on the radius. Based on the device analysis the final assessment is: a cracked valve seat diaphragm valve and a smooth crease opening on the radius due to a fold flaw opening.

Event description:
The device has been explanted.